Event description:
It was reported that the ventilator was displaying a message ¿patient not ventilated¿ while the ventilator was connected to a patient using the ps/CPAP (pressure support/continuous positive airway pressure) mode of ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The issue is indicative of a ventilator that was left in standby and not started. When the mode ps/CPAP is used the patient is breathing spontaneously. From the information provided there is nothing indicating a ventilator malfunction. H3 other text : 4117